Event description:
It was reported that the customer experienced a cartridge alarm 30. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer mentioned needing time to obtain supplies, and technical support planned to follow up at a later time.